Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level ranged from 456 to 543 mg/dl. The customer administered a manual injection and changed the pump supplies. Reportedly, the customer uses apidra insulin in the cartridge. Tandem technical support advised the customer that apidra was contraindicated for use with the pump. A supply change was performed to address the event.